Event description:
Md placing temporary dialysis catheter. As md was removing guide wire, the metal of the guide wire began to uncoil. Md stopped procedure, and got help from attending. Faulty hd catheter and guide wire were removed w/o issue and new hd catheter was placed. FDA safety report ID# (B)(4).